Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 25 mg/dl at 12:42 p.m. And 113 mg/dl at 12:43 p.m. With the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next ez meter and in-house contour next test strips from lot # 3bheg07a using blood sample, which gave a satisfactory performance.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name), d4 (catalog # and UDI #) and g4 (510k#) have been updated.